Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. The investigation reported issue was confirmed for a component missing, detachment and break. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 426-2010x pta balloon dilatation catheter allegedly experienced component missing, detachment and break. This information was received from one source. The alleged failure mode had no patient involvement. Age, weight, and gender of the patient was not provided.